Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding implant size/fit issue involving a scorpio trial was reported. Conclusion: the reported event indicates there was no issue with the reported trial. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the sample matched very well but the implant itself doesn`t - but at the end it was implanted with a lot of cement. There was a delay of 5 min.

Event description:
It was reported that the sample matched very well but the implant itself doesn`t - but at the end, it was implanted with a lot of cement. There was a delay of 5 min.